Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose. Troubleshooting was performed. No add'l info was provided at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.